Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported: "bolt on the instrument is broken or has come off. Bolt on the instrument can no longer be used or can only be used to a limited extent".

Manufacturer narrative:
Correction - please refer to h6 component code. The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: in the returned product, clamping pin found missing from the clamping lever due to which the ideal structure and mechanism of the device is distorted. The missing pin was not returned. Usage signs on the device are clearly evident by the scratches on the device. The correct press-fit dimensions cannot be determined retrospectively, as the pressing process deforms the pin and hole. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Based on investigation of this returned product and former complaints, the event was identified being design related and to address the issue of pin detachment, an improvement in the design was already done through an nc and CAPA. In the change, the pin after being press-fit into the hole, it was mandated to seal it with welding which will avoid the pin to come out of the hole during application of excess forces. If more information is provided, the case will be reassessed.

Event description:
It was reported: "bolt on the instrument is broken or has come off. Bolt on the instrument can no longer be used or can only be used to a limited extent".